Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issues could not be conclusively specified. Regarding the issues ¿the needle could not be locked in place¿ and ¿the needle felt stiff during deployment and stuck during initial use¿ could not be confirmed and the cause could not be identified. Regarding the buckling of the needle tube near the hard part, it was thought to be caused by the following factors, but the cause could not be identified. ·when removing from the tray, a bending load was applied to the needle tube. ·during the pre-use inspection, a bending load was applied to the needle tube. ·when inserting into the endoscope, a bending load was applied to the needle tube. The instructions for use (IFU) provides the following guidelines: ·do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the olympus sales representative did not have any information for the scope that had been damaged when the single use aspiration needle was advanced down the instrument channel. It was confirmed the device would be returned to olympus for evaluation. The device was returned to an olympus service center for evaluation. The issue was not confirmed. The slider was manipulated, and the movement was consistent and smooth. The locking lever/locking mechanism was functioning properly. The stylet wire was manipulated and there was restriction due to the dent at the base of the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus was informed of a report that during deployment, the single use aspiration needle felt stiff and got stuck during the initial use. The user was unable to lock the needle in place. In addition, the needle was not fully retrieved in the sheath and when the user tried to move the needle further down the scope, the needle punctured the instrument channel of the scope. No patient harm was reported. This complaint is related to patient identifier (B)(6).